Event description:
It was reported that during a laparoscopic nephrectomy procedure, a solid tone was noticed and the generator displayed an error 5, instrument error. The instrument was retorqued several times with same result. The tip of instrument was then cleaned and it was noticed that the active blade was missing. The active blade was found on the drape and a second instrument was used to complete case with no pt consequence.